Event description:
Event is referenced from an article taken out of gastrointestinal endoscopy. Volume 49, no.4, part 1, 1999, titled " extraction of migrated self-expanding esophageal metal stents". Two esophageal stents were extracted. One because of migration and the other because there was stragulation of health esophageal tissue between the coilloops (which occurred during deployment). Both stents were extracted successfully. Article concluded that it is possible to safely remove self-expanding esophageal stents.